Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi). Patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. Target lesion # 1 was a de novo culprit lesion for stemi located in the proximal left circumflex (lcx) with 100 % stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal left anterior descending (lad) with 75% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct placement of a 2.50 x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 3 was a de novo lesion located in the mid right coronary artery (rca) with 75 % stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with direct placement of a 2.50 x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Five days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented due to chest pain which was diagnosed as unstable angina. Patient was hospitalized on the same day and was referred for cardiac catheterization. Coronary angiography was performed. Four days from admission, the 80% isr located in proximal lad was treated with single vessel coronary artery bypass garft (CABG) from left main coronary artery (lmca) to lad. Three days post procedure, the event considered resolved and the patient was discharged on clopidogrel.